Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patients lead was sticking out of the skin. Surgical intervention was undertaken on (B)(6) 2023, where the lead was explanted. New lead was inserted on (B)(6) 2023 where therapy was restored post-op.